Event description:
A patient with a ruptured aaa underwent placement of a zenith renu aaa ancillary graft converter on (B)(6) 2013. There were no cook reps present for the procedure. The patient experienced post-op complications, coagulation, and later that day expired. Minutes after placement it was noticed that the device had expired on (B)(6) 2013. No add'l info has been provided by the reporter.

Manufacturer narrative:
Event eval: still under investigation.